Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
#E2012017. Report late due to asr to individual reporting transition.

Event description:
As per complaint (B)(4), a dental implant had a failure to integrate (before or coincidently with loading) and the implant was explanted. Infection, granulated/fibrous tissue, inflammation, and pain were recorded.